Manufacturer narrative:
The customer contacted siemens customer care center (ccc). The customer confirmed the tubing and pump area were not wet, and discovered the x-2 and x-3 fittings were loose. The system was reconnected and primed by the customer and the vent valve was found to be leaking. The customer styletted the port and waste line bottle which was clogged. The customer performed integrated multisensor technology (imt) module maintenance by styletting the x-3 waste line and aligned and primed the pump. The pump rate was 75.6 which was acceptable. The cause of the leak was potentially due to the vent valve and the waste line connection. The operator of instrument was not wearing ppe (gloves) at the time of the event. The exposure to the fluid was due to an operator use error. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument was exposed to the liquid from the waste tubing/ valve of the instrument. The operator was not wearing personal, protective, equipment (ppe) at the time. The operator's hand touched the liquid. The leak was inside the instrument and there were no reports of injuries or slips, trips or falls. The operator washed her hands and did not seek medical treatment or intervention. There are no known reports of patient intervention or adverse health consequences due to the operator's exposure to the leaking liquid.